Manufacturer narrative:
Event date is estimated.

Event description:
It was reported the patients ipg became inoperable following an unrelated surgery. Troubleshooting was unable to resolve the issue. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
An inoperable ipg was reported to abbott. The system was set to surgery mode while the patient underwent an unrelated surgery where electro-cautery was used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The device was not returned for analysis; however, data logs was received. Analysis of the record shows that the system was unable to successfully establish a connection with the clinician programmer. As a result, the patient¿s ipg was explanted and replaced. Therapy was restored. Actions have been taken to prevent reoccurrence.

Event description:
Additional information received reports that patient underwent surgical intervention in which the ipg was explanted and replaced.